Event description:
It was reported that prior to use, the ht70 ventilator was turned on then the screen froze at the photo image. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non medtronic service provider observed that it took 1 minute and 20 seconds to press the power switch button for termination. The device was turned on again but the condition didn't change. It was tried 10 times and the freeze occurred 10 times. The back panel was replaced to another device then the condition was reproduced on the another device.

Manufacturer narrative:
A single computer board (sbc) was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause for the reported issue was isolated to software. The issue will continue to be internally investigated. If information is provided in the future, a supplemental report will be issued.